Event description:
It was reported that cgm displayed error message 42 while customer used g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through pump reset, error did not reappear after reset, and customer was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.